Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, a bluetooth connection between transmitter and mobile app issue occurred. No additional patient or event information is available. Data was provided for evaluation, however will not confirm the issue or determine a probable cause. The complaint confirmation of a bluetooth connection between transmitter and g5 mobile app issue could not be determined. A probable cause could not be determined.